Manufacturer narrative:
Analysis of the pump found overinfusion with an undetermined root cause. The pump was found to be overinfusing by more than 14.5% at standard test conditions and typical therapeutic rate (300 ul/day). Interrogation of the pump determined it was used to infuse baclofen 1000.0 mcg/ml at 6.0mcg/day. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a healthcare provider regarding an implantable intrathecal pump intended to deliver an unknown drug, indicated for intractable spasticity and multiple sclerosis. The pump was prophylactically removed to avoid in-vivo battery depletion on (B)(6) 2016 and returned to the manufacturer for storage with no known complaints. It was noted on the return product documentation that there were "no issues to report." No patient symptoms or injuries were reported; the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.